Manufacturer narrative:
During inspection and testing, the reported issue (bad ultrasound image) was confirmed and found to be caused by damaged acoustic lens. In addition to peeled acoustic lens, service found the up/down knob could not be locked securely due to worn lock engagement lever, the paint on the suction cylinder was peeled, the scope cover plate was detached, the switch button #1 was cut, there was a leakage due to deformed electrical connector guide pin, the number of missing elements was out of specification due to damaged ultrasonic probe, the distal end was dented, and the adhesive on the bending section cover was chipped. The bending angle in up direction was out of specification due to wear of the angulation wire, and a dent on the bending tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after they received the subject device (olympus loaner asset) from olympus, the device was showing a bad ultrasound image in some of the sectors. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the acoustic lens was peeled. This report is being submitted for the malfunction found during evaluation (acoustic lens peeled). Additional details have been requested regarding the reported issue. At this time,

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event description: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the peeled acoustic lens likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed they finished the procedure and it did not cause any harm to the patient.